Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse found that tubing at fitting 11 (blood sampling valve (bsv) port 11) had disconnected from a small check valve. The fse replaced the check valve, trimmed and reseated the tubing. The fse reported that the leak had affected the diluter board causing a diluter 2 error, which rendered the analyzer inoperable, and probe-wipe error messages. The fse replaced the damaged diluter board, eliminating the diluter 2 error messages. Upon service completion, the fse rebooted the analyzer, verified operation and system with passing startup, latron, and controls. Failure mode was related to disconnected tubing at fitting 11 (bsv port 11), resulting in a leak which damaged the diluter 2 card. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that there was a fluid leak of about 20 ml from the coulter lh 750 hematology analyzer during a startup. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe), consisting of a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were associated with this event. No death or injury is attributed to this event and there was no change to patient treatment.